Event description:
On (B)(6): customer reports via phone that during a urology stent placement procedure on a (B)(6) male patient, the table stopped raising and/or lowering during the procedure. Physician completed the procedure with the table in the current height position, then patient was moved off the table. No reported injury.

Manufacturer narrative:
Field service engineer (fse) troubleshoot reported problem with table movement and found the guide pin (key) was jammed. Fse replaced the key and lubricated the table column cylinder. Fse then checked for proper operation per service checklist and returned the unit to the customer for full service.